Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the "device not found" was due to the battery being dead. They stated, "I have hip surgery scheduled for (B)(6) 2023. Will have to remove old device and put in new device". Patient stated the fall's effect on the implant was not determined. "They stated the battery is 3-5 years and its the battery. Last seen in office was (B)(6) 2021, I fell in (B)(6) 2021". They are going to remove the old device and replace with new device. They don't know when it will be scheduled. Issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) called for assistance to use their equipment to connect to their ins and practice turning stimulation off for an upcoming hip replacement surgery on the same side (right) as their ins. Pt said they called pats in the past and they were able to do it once by laying on the bed. Worked with pt and their equipment to try and connect. Pt's communicator and handset both worked to find one another and search for the device but pt was unable to connect, stating they saw: device not responding after repositioning the communicator several times. Pt tried by laying on the bed during the call but was unable to resolve device not responding. Reviewed we can email the steps and they can continue trying but if pt is unable to connect and confirm stimulation is off for their upcoming surgery they should let their ins doctor know and potentially request their help to ensure stimulation is off. Redirect to doctor if issue persists. Pt said they noticed the issue of unable to connect to their ins ever since the fell on their right side at work on (B)(6) 2021. Pt said they have not told their ins doctor about the fall. Reviewed it would be a good idea tell them about it when they call about turning stim off for their upcoming surgery. Pt said they had a CT scan for their hip.